Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl. The customer reported that the blood is visible on the sensor connector. The customer reported that the sensors that bled, got a change sensor. The troubleshooting was not performed for low blood glucose. The sensor will not be returned for analysis.